Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported condition, therefore the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred before use of the devices for pd therapy. There was no allegation against the titanium adapter. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.